Event description:
It was reported that (1) tsg45 was used during a thoracic lobectomy procedure. It was reported by the rep that the surgeon closed closing handle, then attempted to close firing handle and the handle broke. It is unknown how the case was completed. There was no consequence to patient. 02/13/2001 additional information received: case was completed using another device.